Event description:
It was reported that there was leakage on pressure infusor and was resolved by replacing with a new product. There was no medical intervention required. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: two assemblies returned for investigation. Units received with secondary labeling as required. Both units received have writing written in red marker and have green label tags with "leakage" written on it pointing to area suspected of leakage. Under 10x magnification, each unit was noted to have a rf seal that had came apart approximately 3 inches from side seal allowing a leak channel. Visual inspection of the unit was able to verify leak channel on returned assemblies. Functional test by manually pumping assembly using hand bulb assembly confirmed leakage at the visible point where seal came apart. Clear cuff assembly are 100% leak tested prior to release. It appears the seal came apart after product was shipped during subsequent use. Reported problem of air leakage as noted in the complaint has been confirmed due to rf seal that has come apart. CAPA-0008063 was opened post lot# listed for investigation and any preventative and corrective actions. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.